Event description:
It was reported that the patient had two (2) vitrectomies during implant of the intraocular lens (iol). Lens implanted in patient's left eye. The patient was administered antibiotics and the patient remains closely monitored. The patient reported pain and discomfort and took tylenol. The patient was referred to a retina specialist where a culture was taken. The culture result was enterococcus faecalis endophthalmitis and was diagnosed two (2) days post implant of the lens. The infection to date has not resolved. Uncorrected visual acuity (ucva) (B)(6) 2014 was 20/160+, left distance 20/125+ pa. Post operative intraocular pressure (iop) was 07. The symptoms of endophthalmitis were noted 2-3 days post operatively. Vitritis was an associated complication. Post operative medications were administered. It was reported that cleaning/sterilization procedures were followed. Culture sources were vitreous, tap, and vitrectomy. No surgical complications were reported.

Manufacturer narrative:
Implant date: if explanted, give date: not applicable (na). - to date the intraocular lens remains implanted. (B)(4). Reason for non evaluation: to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review was performed. The sterilization records showed that there were no nonconformances identified when reviewing the sterilization process. Results of the samples from the sterilization batch show that there were no nonconformances with respect to the sterilization process. There were no environmental monitoring related nonconformances when the production order was manufactured. The manufacturing record review indicated that the product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.